Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported during service the internal battery failed testing. No patient involvement.